Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device power on/off button is hard to activate. As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control was later made aware by the customer, a biomedical engineer, that the main keypad assembly was replaced to resolve this issue. The removed part was not returned to physio for evaluation, therefore further cause could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the biomed with technical assistance. The device has not been returned to physio-control. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that their device power on/off button is hard to activate. As a result, defibrillation may be delayed or prevented if it had been necessary. There was no patient use associated with the reported event.